Event description:
Reportable based on analysis completed on 12/04/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The unk lesion being treated was difficult to cross with the 3.00x12mm taxus liberte stent delivery system (sds). The procedure was completed with a different device. There were no pt complications and the pt condition was listed as "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Returned product analysis revealed stent damage. The sds with stent was visually, tactilely and microscopically examined along the entire length and damage was noted to the distal stent and tip. The stent had flared structs on the distal end. Contrast and blood were visible in the distal and midshaft of the device which is consistent with the reported info that the device was used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).